Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous unspecified vessel. A 12mm x 3.00mm nc quantum apex balloon catheter was selected for dilatation. However, during introduction, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the status of the patient was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with a hoop. The catheter was inspected tactilely and under magnification. There was contrast in the inflation lumen and blood in the guidewire lumen. Examination of the balloon and shaft did not reveal any tears or damage. Functional testing was performed using an inflation device filled with water connected to the inflation port. The device was inflated to rated burst pressure for 5 minutes. The catheter maintained pressure and there was no indication of any leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous unspecified vessel. A 12mm x 3.00mm nc quantum apex balloon catheter was selected for dilatation. However, during introduction, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the status of the patient was good.